Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 5 - pressure out of range) occurred. There was no reported impact to the customer's blood glucose level.